Event description:
It was reported that the pt will have a revision surgery in right hip. MRI showed massive tissue destruction and fluid build up in joint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00811.